Event description:
Customer reported not being able to test his blood glucose due to screen display issue on their medisense optium meter. Customer reported experiencing symptoms of incoherence, dizziness and increased blood pressure. Paramedics were called and transported customer to the hospital where she was diagnosed with severe hypoglycemia and treated with IV glucose and blood pressure medication.

Manufacturer narrative:
This is an initial report. The customer's product has been returned and an investigation is in process. A final report will be submitted when the investigation is completed.